Manufacturer narrative:
The device was not returned to bd for evaluation. The investigation was inconclusive for material rupture as no sample was returned. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 436-5015l pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from one source. This malfunction did involve a patient with no patient injury. The patient age, gender, and weight was no provided.